Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two of her reservoirs received air bubbles. She was unable to remove the air bubbles either time. Her blood glucose went up to 305 mg/dl. She also discovered that her infusion set cannula was bent. The reservoirs were not returned for analysis.